Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. It was noted that the patient was reconnected, however, no information was provided as to what caused the ble issue or how it was resolved. There were no patient consequences reported. Further information was requested but not received.